Event description:
Head of handpiece overheated and caused burn to pt's lip. Pt was prescribed ointment.

Manufacturer narrative:
Bearings were worn and gritty in drive assembly and shaft. Head damaged, medium debris level. Office was informed about the debris level in handpiece and dented head. Proper maintenance to handpiece was discussed. Maintenance information was reviewed with the office. Office was informed to run handpiece through a second cleaning cycle if black or dark grey spray was seen after cleaning.